Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent difficulty charging the pump due to the usb port being damaged. Customer's blood glucose was 112 mg/dl. Customer continued to use the pump for insulin therapy.